Event description:
It was reported that the device turns on and off on its own. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report to document device evaluation results.

Event description:
It was reported that the device turns on and off on its own. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.